Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 23645915. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. -correction to the initial MDR in block a1: identification removed.

Event description:
A report was received that during the second stage of the implant procedure the physician noted the patient had an infection. Liquid was found at the lead extension connections and where the leads exit the patients body. The patient underwent a lead explant procedure and was administered antibiotics. The physician confirmed the infection was not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 23645915. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during the second stage of the implant procedure the physician noted the patient had an infection. Liquid was found at the lead extension connections and where the leads exit the patients body. The patient underwent a lead explant procedure and was administered antibiotics. The physician confirmed the infection was not device related.